Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced resistance while filling a cartridge. Additionally, a malfunction alarm occurred. Blood glucose was 220 mg/dl. A syringe needle change was performed resolving the cartridge fill issue. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
The failure investigation has been performed and the alleged malfunction issue was verified; however, investigation could not be completed for cartridge issue as the cartridge was not returned.